Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was impossible to interrogate due to the device being in back-up vvi. Technical support was contacted and additional information was requested but not yet received. The patient was in stable condition.

Event description:
During follow-up, the device was impossible to interrogate due to the device being in back-up vvi. Technical support was contacted and the device was returned to original settings. The patient was in stable condition.